Manufacturer narrative:
(B)(4).

Event description:
It was reported that mobile app interruption due to os upgrade on smart device occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.